Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Patient sample ID: (B)(6). Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation. Continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer reported (B)(6) results while using the alinity I processing module. The customer indicated retest of the samples generated (B)(6) results. (B)(6). No impact to patient management was reported. Additionally, the customer reported (B)(6) alinity ebv-vca igg and igm, chagas and syphilis results while using the alinity I processing module. Sample ID (B)(6) generated initial (B)(6) results (B)(6) for ebv igg and ebv igm and retests were (B)(6). The following depressed results were provided: (B)(6). No impact to patient management were reported.